Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episode due to oversensing artifact related to the minute ventilation (mv) feature signal on the right atrial channel. No impedance variability was observed on the right atrial (ra) lead. This ICD and ra lead remain in service. No adverse patient effects were reported.